Manufacturer narrative:
The following devices were also listed in this report: unknown femur size ps; cat# unknown; lot# unknown unknown size 4 universal baseplate; cat# unknown; lot# unknown unknown 29x9mm patella; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an unknown polyethylene size 4 9mm was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: in this case no correlation between any specific device property and infection can be established. Patient had some risk factors present due to her general medical condition but mainly bad luck to sustain an infectious complication of her knee arthroplasty after a dental procedure without antibiotic prophylaxis. Infection is primarily a procedure-related complication with sometimes additional patient-related risk factors such as evident in this case. -device history review: not performed as the lot ID was not provided. -complaint history review: not performed as the lot ID was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, revision operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. In this case no correlation between any specific device property and infection can be established. Patient had some risk factors present due to her general medical condition but mainly bad luck to sustain an infectious complication of her knee arthroplasty after a dental procedure without antibiotic prophylaxis. Infection is primarily a procedure-related complication with sometimes additional patient-related risk factors such as evident in this case. This case is not device-related. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had revision of right knee due to inflammation and infection as a result of dental work. No prophlyactic/antibiotics administered prior to procedure. No delay. Completed successfully.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had revision of right knee due to inflammation and infection as a result of dental work. No prophylactic/antibiotics administered prior to procedure. No delay. Completed successfully.